Event description:
It was reported that during a colonoscopy procedure, the colonovideoscope had exhibited difficulty getting the tip to angulate and it seemed stiff. This resulted to the perforation of the patient's colon. Surgical clips were used to close the perforated area in the colon. The procedure was then completed and the patient was transported to a hospital for observation. The patient was said to be doing well the next day.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to importer number (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to primary UDI number which was inadvertently marked as (B)(4) instead of (B)(4). Correction to d4 - primary UDI number.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The reported failure was due to the angulation knobs having excessive play leading to low angulation. Based on the results of the investigation, the likely cause of the event was due to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.